Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure and the patient was discharged. The patient returned to the office the next day with mild chest pain. The patient was referred to the emergency room where a computed tomography (CT) scan showed a pericardial effusion. A pericardiocentesis was completed to treat the effusion and the patient was admitted to the hospital overnight. The patient was discharged the next day.